Manufacturer narrative:
(B)(4). The device was received with the electrode separated but is still attached to the active rod and the cable cut off. Functional testing cannot be performed due to an instrument with cable cut off was received. It is possible that a replace instrument was noted during usage with the electrode damaged in this manner. This was not confirmed during complaint analysis.

Event description:
It was reported that during a laparoscopic hysterectomy procedure the device gave an alert screen to ¿reposition jaws and reactivate¿. They continued to get the error and then a second like device was used. When the surgeon observed the device the electrode was separated from the jaw. There was no patient consequence reported.